Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient to device tracking on (B)(6) 2021 that the device had a leak and the patient had two stents implanted to resolve the issue. The patient currently lives in assisted living and no further information was provided.